Manufacturer narrative:
Examination of the submitted device confirmed the reported event. A worldwide complaint database search did not find any other reports for the provided product code and lot number combination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument is sticking and is old.